Event description:
It was reported that the patient experienced a pericardial effusion six days post implant of an implantable cardioverter defibrillator (ICD) system. Subsequent echocardiograms determined the pericardial effusion had increased in size. The patient underwent a subxiphoid pericardial window and was hospitalized for three days. The physician did not attribute the effusion to the system or the procedure; however, a clinical review - while confirming the device and procedure were not the cause of the effusion - was unable to rule out the right atrial (ra) lead or the right ventricular (rv) lead. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).